Event description:
Pt status post veptr ii implantation, on an unk date, presented to surgeon complaining of sudden increased pain. X-rays on an unk date showed broken ti proximal extension and ti distraction lock. Pt was returned to operating room on (B)(6) 2012, broken hardware was removed with pt revised to another veptr ii implant. It was noted pt is an active ten year old and returns to hospital for veptr ii treatment every six months. This is one of two reports for this event.

Manufacturer narrative:
The mfg and raw material records were reviewed and were found to meet specs. The device was examined and the device has multiple indentations, scratches and deep gouges on the interior and exterior surfaces. The two tabs which form the channel portion of the device have been broken off in the general area of where the mating component was installed. All features were measured and meet specification.